Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed that the sterile adaptor was not seated correctly. The tse advised, in the future, to check the sterile adaptor seating and call the tse for troubleshooting. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Not available.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the nurse called in to report an unknown error on the camera arm. The customer stated that the camera was not seated correctly, and they could not help but convert to open surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) looked into the error logs and found no recognized instrument error. The tse explained how to check for the seating of the sterile adapter; it was not correctly seated. After fixing it, the camera could have been used normally. The tse explained to the customer to directly call the hotline when trouble occurs to prevent converting. The procedure was converted to open surgery.